Event description:
It was reported that sensor glucose versus blood glucose readings were off by 70-100 points. Customer stated had lows in the morning, highs around lunch time and within the range during supper. Customer calibrate at correct time and frequency. Customer reports it happens at night and throughout the day, threshold suspense will alarm even his blood glucose are stable. Offered customer to review settings but customer declined stated he has to go to work. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.